Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event.